Event description:
It was reported that the customer was having difficulty inserting his sensor properly. His blood glucose was unknown at the time of reporting. He stated that the needle does not appear to be retracting properly and that the sensor was bent when he removed it from his body. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.